Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. Reportedly, the pump emitted multiple loss of prime warnings with multiple cartridges. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/09/2016 with the following findings: a review of the black box indicated multiple loss of prime warnings had occurred. The pump powered on normally and successfully completed rewind, load, and prime steps with no issues occurring. The pump was exercised for 24 hours with no errors, alarms, or warnings occurring. The force sensor calibration was found to be within required specifications. The pump casing was opened and no internal defects were found. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).